Event description:
Site reported that the system had frozen while they were in the software. The mouse cursor would not move on the screen and no keyboard commands worked. He said they hit control+alt+delete, but did not try control+alt+backspace. They did a hard shut down, but when they tried to reboot, the monitor was totally black, but no boot text appeared. No impact on pt outcome reported.

Manufacturer narrative:
Three documented attempts have been made directly to the site to obtain pt info, but no info has been provided. Pt info is unavailable. The computer in the system has been replaced and no further issues have occurred.